Event description:
The patient reported that their ¿stimulator turned off automatically.¿ the patient had also observed ¿a kind of error message¿ on their patient programmer that was ¿maybe¿ a power on reset (por) code. It was noted the patient was a professional cook and had probably experienced ¿emi due to cooking with induction.¿ the patient had ¿no option to avoid the emi in his workplace.¿ when the patient was seen at their clinic, it was found the patient¿s implantable neurostimulator (ins) was set to zero output. During a follow-up conducted on (B)(6) 2016, it was noted the clinic had also observed an error message, but the specific error was unknown. It was additionally noted that this ¿was probably the por message.¿